Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had poor/no telemetry with recharging and poor communication. It was reported that it had been over six months since the patient last had stimulation. It was also reported that it had been over six months since the patient last recharged their device successfully. It was indicated that the patient wasn¿t charging their device because they did not need their therapy. The patient was redirected to follow-up with their healthcare provider (hcp) to address the possible overdischarge. The patient then noted that they had called their doctor about two weeks ago and they told the patient that they no longer worked with reps from the device manufacturer and had no rep or contact number to give the patient. An email was sent out to the local reps on the patient¿s behalf. A rep replied indicating that they would be reaching out to the patient directly. No symptoms were reported. The event occurred in 2019. No further complications were reported/anticipated. Additional information was received from a consumer regarding the patient. It was reported that the patient is trying to meet with a manufacturer representative to address an overdischarge. The patient is looking to have the device restarted. There were no further complications reported or anticipated. During a call, pt said they had a previous spinal cord stimulator(scs) replaced because it stopped working about 3 years after implant date. Pt said they spoke to mdt rep. When it stopped working and mdt rep. Met with the pt. Pt said the spinal cord stimulator(scs) charged. But the charge dissipated quickly and would not last; pt said the scs would not "maintain charge." Patient services specialist(pss) documenting reported event.